Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the balloon catheter encountered resistance during advancement and removal over the guide wire. Factors that may contribute to difficulty removing/advancing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the balloon catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the balloon catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal and advancement. Additionally, it is possible that manipulation of the guide wire, when resistance was met, contribute to the reported peeled core; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. H6: medical device problem code 2017- excessive force. It was reported that a force was applied during removal of the guide wire. It should be noted that the hi-torque guide wires for ptca, pta, stents instructions for use states: ¿do not push, auger, withdraw, or torque a guide wire that meets excessive resistance.¿

Event description:
It was reported that during the procedure to treat a lesion in the left circumflex coronary artery with tortuosity, the balance middleweight (bmw) universal ii guide wire appears to be stripped of the coating after use of a stent or balloon. There is difficulty delivering a balloon as the procedure goes on. The device is not removed easily, the guide wire appears to grip the device. Excessive force was required to remove the wire. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.